Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet for insulin delivery, the patient experienced progressive hyperglycemia after a meal, with glucose readings rising from approximately 280 mg/dl to a peak of 363 mg/dl and persistent upward trend; the patient noted infusion site discomfort and, upon replacing the infusion set and tubing, observed a bent cannula, after which insulin delivery resumed and glucose levels trended down to the 160¿180 mg/dl range. Symptoms included hyperglycemia without reported ketoacidosis, loss of consciousness, or need for emergency care. Outcomes included temporary elevation of blood glucose requiring site and tubing replacement and brief use of a manual insulin correction while detaching from the ilet. Investigation included technical troubleshooting by customer support, user-guided infusion set and tubing replacement, and follow-up monitoring of glucose trends and automated insulin delivery. Investigation of this case revealed evidence of an infusion set cannula deformation that likely impeded insulin delivery, with restoration of function after set and tubing change. It was concluded that the event was consistent with hyperglycemia secondary to occlusion or flow interruption from a bent cannula, with device function acceptable after set replacement and ongoing automated correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.